Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired approximately after implant duration of 1 months, due to unk reasons. It is unk if the death was device related. It was additionally reported that a model #6900p and a #2900 were explanted. Another model #2900 was also implanted. No further details were provided. Info learned from implant pt registry. It was additionally report that a model #6900p (MFR #6000002-2008-08913) and a #2900 were explanted. Another model #2900 was also implanted. Models #2900 are not reportable devices.